Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. A leak in iab was noted in the logs. The fse performed all manifold leak tests and the device passed. The performance test was ran with the balloon and trainer, the device passed. Unrelated to the reported issue, the fse replaced the display top lcd assembly using the screw kit and replaced all associated labels. This unrelated issue will be reported under a separate medwatch report. The unit passed all calibration, functional, and safety tests per factory specifications, and was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an "air in line" error that was noted by the customer. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.